Event description:
Total hip arthroplasty performed 2001. Pt reported to have recurrent subluxations with possible dislocations. During revision in 2001, anterior portion of the acetabular liner found broken. Acetabular liner and shell components were replaced.